Event description:
Fracture of acumatch stem in situ. This event occurred outside of the us, in (B)(6).

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for eval. Additionally, the device specific identification numbers were not provided precluding a review of the device history record.